Manufacturer narrative:
(B)(4).investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated for heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd preset¿ arterial blood collection syringe experienced a clogged/blocked cannula. The following information was provided by the initial reporter: translated to english. The customer stated "after blood was drawn from the patient, the equipment was sent for inspection, which caused blockage of the equipment pipeline. It is suspected that the coagulant effect of this product is not good."